Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 5.8 cm diameter thoracic aortic aneurysm approximately three years ago starting in zone 3 of the thoracic aorta. The aorta was reported to be moderately tortuous. At the one month follow-up, the CT imaging showed the aneurysm diameter to measure 5.5 cm. Five months later, the CT imaging showed the aneurysm to measure 6.0 cm. Seven months later, the aneurysm was found to have continued to increase in diameter to 6.2 cm. One year later, the aneurysm measured 6.3 cm. There has been no intervention and no intervention is planned. Investigator's assessment states that this event's relationship to the device and implant procedure is unknown.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (anatomy related), inherent risk of procedure (aneurysm expansion). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).